Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a >5 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 20 mm in diameter, with a length of 15 mm and an angulation of 45 degrees. The diameter of the aorta at the level of the lowest renal artery was 20 mm, at 5 mm proximal it was 23 mm, and at 10 mm proximal it was 25 mm in diameter. Vessel tortuosity was described as mild, and calcification was moderate. It was reported that the physician implanted the device. The aui was deployed without complication. The stent graft limb was then implanted into the right common iliac next to the right internal iliac. An 18 mm talent occluder was placed into the left common iliac, and a reliant balloon was used to model the grafts to the vessel walls. The final angiogram revealed a possible type ia endoleak and coverage of the left renal artery. The physician ballooned two more times and did two more angiograms, with no change to the endoleak and renal artery coverage. Another manufacturer's stent was placed and another angiogram was performed. A possible type ii endoleak was observed. Both right and left renal arteries were perfused. No other complications were noted. A fem-fem bypass was then performed. The physician commented that he approved of the marks indicating the renal arteries, and that he was aware of the reverse taper infrarenal neck. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
(B)(4).